Manufacturer narrative:
Evaluation results and conclusion: (cva/stroke). (B)(4).

Event description:
One endeavor sprint drug-eluting stent was implanted at the mid lad. It is reported that a dissection occurred prior to stent implantation. One endeavor sprint drug-eluting stent was implanted at the 1st obtuse marginal. Approximately 5 months post index procedure the patient suffered a stroke. Investigator did not indicate whether the reported stroke was related to the study device. It was reported that the patient died approximately one year after the index procedure due to uterus cancer and nodules which had spread to the lungs. The event was not related to the study device or procedure.